Event description:
Complaint received that alleges "daughter has been having pain in her knees and this brace was recommended by our physiotherapist to wear during her basketball camp. She attempted to wear the brace for 3 days. On day 1, she got a few cuts on her inner thigh. We put a bandaid over those cuts and she wore it again on day 2. More cuts. Our physiotherapist recommended taking out the hinge. So we tried that. Day 3 - top layer of skin had been taken off".